Event description:
The facility reports the nurse lifted the resident from the bed and the clip that holds the head broke loose and let the patient lean back. They were holding onto the hanger bar and held themself up while the nurse let them back down onto the bed. No injuries were reported.